Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had cracks near the battery compartment and around the display window. The reporter did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, cracked belt clip slot at the battery threads area, and cracked reservoir tube lip.